Event description:
The clinician reports that the day the implant was placed in ada 18, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.